Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. One used 6fr angioseal vip device returned for evaluation. Returned with the device were the hemostatic sheath, device cap and arteriotomy locator. The majority of the carrier tube assembly was not returned. The returned components were subjected to visual analysis where blood like substance was found on all returned components. The arteriotomy locator had an apparent kink located at the blood inlet hole approximately 2.54" from the distal tip. The hemostatic sheath was mated with the bypass tube with the device cap separated. There was no presence of the carrier tube in either the hemostatic sheath. A small portion of the carrier tube could be seen distal to the device cap. The deployment sleeve of the device cap was in the rear lock position. There was no exposed suture. The condition the device was returned in was consistent with the use of the bail out method. To determine if the suture had been cut and if there were any anomalies with the tensioner, the tensioner was removed from the device cap. Excessive blood like substance was found encapsulating the tensioner. A kimwipe was used to remove the excess blood like substance and enhance the visual analysis that could be performed. Several turns of suture remained on the spool of the device. A small section of suture was exposed from the hole of the tensioner. To functionally test the tensioner, a pair of tweezers were taken and pulled a portion of the suture out through the hole. There were no anomalies noted. Based on the returned device the complaint could not be confirmed for suture lock up as the tensioner was able to release the suture during the functional testing. At this time, it is unclear what caused the user to resort to using the bail out method. No functional anomalies were found with the release of the suture. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the suture would not release during deployment of 6 fr vip angioseal. The delivery tube was cut above hemostatic valve and device was successfully deployed via manual technique. The patient condition was reported to be satisfactory. The procedure outcome was reported to be satisfactory.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.